Event description:
Edwards received information that this bioprosthetic valve, implanted approximately two (2) years, was explanted due to unknown reasons. The explanted device was replaced with a model 3300tfx 23mm. Follow up for additional information currently in progress and will be reported if received.

Manufacturer narrative:
Additional manufacturer narrative - structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.